Manufacturer narrative:
At this time, the lead remains implanted. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this right ventricular (rv) lead exhibited noise. As a result, the patient underwent a surgical intervention in which the rv lead was abandoned and an alternate was implanted. No additional adverse patient effects were reported.